Event description:
It was reported that the patient underwent a surgical procedure to treat sui & pop and mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. The patient experienced pain, extrusion, infection, recurrence, dyspareunia, vaginal scarring and urinary/ bowel problems. It was reported that patient underwent excision of extruded mesh on (B)(6) 2011. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three med watches being submitted as three devices were involved in this event. See also med watch 2210968-2012-03453 and 2210968-2013-33692. The same patient is represented in each med watches.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that the patient died on an undisclosed date. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03453. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that following insertion the patient experienced hematoma and hematuria. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced urinary tract infection, atrophic vaginitis, frequency, urgency and dysuria.